Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced left essure device / migration of essure device location of device: uterine fundus') in a 35-year-old female patient who had essure (batch no. A38511-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (B)(6) 1997, (B)(6) 1999, (B)(6) 2010, (B)(6) 2013), back pain, fall, leg injury, abdominal pain, anxiety, discomfort, nausea, cesarean section, non-tobacco user, arthritis, panic attack, degenerative disc disease and tubal ligation. Patient denies having any vaginal bleeding or abdominal pain at this time. Previously administered products included for contraception: mirena from 2010 to 2012; for an unreported indication: macrobid and sulfa. Past adverse reactions to the above products included diarrhoea with macrobid; and swelling with sulfa. Concurrent conditions included overweight, retroverted uterus, breast pain, caffeine consumption, blood pressure increased, breast mass, hemiparesthesia, weakness, palpitations, tachycardia, chest burning, dysuria, urticaria, uti, lower abdominal pain, productive cough, fever, shortness of breath, drug hypersensitivity, tobacco user, arthropathy, myalgia, congestion nasal, neck pain, coldness of skin, dizziness, tingling, diarrhea, joint pain, cervical spondylosis, breast tenderness, vomiting, blurred vision, closed head injury, syncope, runny nose, dehydration, ex-tobacco user, gastritis, gastroduodenitis, urine odour abnormal, tooth pain, vaginal delivery, flank pain, chills, sciatica, heartburn, nabothian cyst, weight loss, menometrorrhagia, uterine bleeding, vaginal itching and urinary frequency. Family history included breast cancer (mother), multiple sclerosis (sister, father), diabetes mellitus (father), cervical cancer (mother), deep vein thrombosis (mother), coronary artery disease (father), hypertension (father) and lung cancer (paternal grandfather). Concomitant products included alprazolam (xanax) for anxiety, hydrochlorothiazide and lisinopril for blood pressure increased, ciprofloxacin betain (cipro) for uti, vitamins nos (macro-b) for urinary tract infection as well as alprazolam from 2015 to 2018, codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norgestimate (sprintec), famotidine, ibuprofen, omeprazole (prilosec), prednisone and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced malaise ("malaise"), mood swings ("mood swings"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") with rash. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection"), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis ("dermatitis"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain (constant, severe)"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal infection ("vaginitis"). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain, malaise, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, dermatitis, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nausea, back pain, uterine haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dermatitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, malaise, menorrhagia, migraine, mood swings, nausea, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish as a result of these coils. Current weight: 192lbs. Mr- 6 trailing coils on both side. Discrepancy noted in date(s) of insertion: (B)(6) 2013. Vaginal discharge was not due to vaginitis. (B)(6) 2012 : transvaginal pelvic sonogram : impression 1. Viable intrauterine pregnancy with an approximate gestational age of 7 weeks and 1 da (B)(6) 2015 : computed tomography of the abdomen and pelvis with contrast : impression: right corpus luteal cyst. (B)(6) 2015 : computed tomography of the abdomen and pelvis without contrast : impression : 1. No acute abdominal or pelvic pathology. 2. The left fallopian tube essure wire may not be within the fallopian tube. 3. Distended urinary bladder. 4. Umbilical hernia containing only fat. 5. Negative appendix. 6. Minimal spondylosis. (B)(6) 2015 : endovaginal pelvic ultrasound : impression: 1. Small echogenic structure in th0 endometrial canal is of uncertain etiology. 2. Nabothian cyst with a complex partially cystic mass in the cervix. Rule out an adenoma malignum versus a complex nabothian cyst. Hysterosalpingogram : findings: initial scout radiograph demonstrates bilateral essure devices projecting over the expected locations of the fallopian tubes. Endocervical canal: the endocervical canal is normal in appearance. Uterus: the uterus is anteverted. There is irregularity of the lower uterine segment likely related to patient's history of cesarean sections. A triangular-shaped outpouching of the posterior uterine body oriented cranially is of unclear etiology. Fallopian tubes: there is occlusion of the right fallopian tube with appropriate positioning of the right essure device. There is opacification of the left fallopian tube beyond the essure device with rapid peritoneal spillage. The left fallopian tube is normal in morphology. Impression: patent left fallopian tube. (B)(6) 2017 : lumbar spine, seven views : impression: mild ls-s1 disc height with minimal multilevel en. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: results: confirmed displaced left essure device. Impression the uterus is retroflexed. A left metallic coil can be seen in the uterine fundus. The right is in a more typical and peripheral location. The exact position of the coils relative to the fallopian tubes would be better evaluated by hysterosalpingogram. The left ovary is sonographically unremarkable. The right is not seen.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage(confirming increased vaginal bleeding), menorrhagia (confirming heavy menses), dyspareunia(confirming dyspareunia), headaches(confirming headache) : lot number is [a38511 ] not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced left essure device / migration of essure device location of device: uterine fundus') in a 35-year-old female patient who had essure (batch no. A38511-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2010, (B)(6) 2013), back pain, fall, leg injury, abdominal pain, anxiety, discomfort, nausea, cesarean section, non-tobacco user, arthritis, panic attack, degenerative disc disease and tubal ligation. Patient denies having any vaginal bleeding or abdominal pain at this time. Previously administered products included for contraception: mirena from 2010 to 2012; for an unreported indication: macrobid and sulfa. Past adverse reactions to the above products included diarrhoea with macrobid; and swelling with sulfa. Concurrent conditions included overweight, retroverted uterus, breast pain, caffeine consumption, blood pressure increased, breast mass, hemiparesthesia, weakness, palpitations, tachycardia, chest burning, dysuria, urticaria, uti, lower abdominal pain, productive cough, fever, shortness of breath, drug hypersensitivity, tobacco user, arthropathy, myalgia, congestion nasal, neck pain, coldness of skin, dizziness, tingling, diarrhea, joint pain, cervical spondylosis, breast tenderness, vomiting, blurred vision, closed head injury, syncope, runny nose, dehydration, ex-tobacco user, gastritis, gastroduodenitis, urine odour abnormal, tooth pain, vaginal delivery, flank pain, chills, sciatica, heartburn, nabothian cyst, weight loss, menometrorrhagia, uterine bleeding, vaginal itching and urinary frequency. Family history included breast cancer (mother), multiple sclerosis (sister, fathetr), diabetes mellitus (father), cervical cancer (mother), deep vein thrombosis (mother), coronary artery disease (father), hypertension (father) and lung cancer (paternal grandfather). Concomitant products included alprazolam (xanax) for anxiety, hydrochlorothiazide and lisinopril for blood pressure increased, ciprofloxacin betain (cipro) for uti, vitamins nos (macro-b) for urinary tract infection as well as alprazolam from 2015 to 2018, codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norgestimate (sprintec), famotidine, ibuprofen, omeprazole (prilosec), prednisone and tramadol. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced malaise ("malaise"), mood swings ("mood swings"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") with rash. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection"), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis ("dermatitis"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain (constant, severe)"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal infection ("vaginitis"). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain, malaise, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, dermatitis, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nausea, back pain, uterine haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dermatitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, malaise, menorrhagia, migraine, mood swings, nausea, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff suffered physical pain and emotional anguish as a result of these coils. Current weight: 192lbs mr- 6 trailing coils on both side. Discrepancy noted in date(s) of insertion: (B)(6) 2013 vaginal discharge was not due to vaginitis. (B)(6) 2012 : transvaginal pelvic sonogram : impression 1. Viable intrauterine pregnancy with an approximate gestational age of 7 weeks and 1 da. (B)(6) 2015 : computed tomography of the abdomen and pelvis with contrast : impression: right corpus luteal cyst. (B)(6) 2015 : computed tomography of the abdomen and pelvis without contrast : impression : 1. No acute abdominal or pelvic pathology. 2. The left fallopian tube essure wire may not be within the fallopian tube. 3. Distended urinary bladder. 4. Umbilical hernia containing only fat. 5. Negative appendix. 6. Minimal spondylosis. (B)(6) 2015 : endovaginal pelvic ultrasound : impression: 1. Small echogenic structure in th0 endometrial canal is of uncertain etiology. 2. Nabothian cyst with a complex partially cystic mass in the cervix. Rule out an adenoma malignum versus a complex nabothian cyst. Hysterosalpingogram : findings: initial scout radiograph demonstrates bilateral essure devices projecting over the expected locations of the fallopian tubes. Endocervical canal: the endocervical canal is normal in appearance. Uterus: the uterus is anteverted. There is irregularity of the lower uterine segment likely related to patient's history of cesarean sections. A triangular-shaped outpouching of the posterior uterine body oriented cranially is of unclear etiology. Fallopian tubes: there is occlusion of the right fallopian tube with appropriate positioning of the right essure device. There is opacification of the left fallopian tube beyond the essure device with rapid peritoneal spillage. The left fallopian tube is normal in morphology. Impression: patent left fallopian tube. (B)(6) 2017 : lumbar spine, seven views : impression: mild ls-s1 disc height with minimal multilevel en. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: results: confirmed displaced left essure device. Impression the uterus is retroflexed. A left metallic coil can be seen in the uterine fundus. The right is in a more typical and peripheral location. The exact position of the coils relative to the fallopian tubes would be better evaluated by hysterosalpingogram. The left ovary is sonographically unremarkable. The right is not seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage(confirming increased vaginal bleeding), menorrhagia (confirming heavy menses), dyspareunia(confirming dyspareunia), headaches(confirming headache) : lot number is [a38511 ] not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced left essure device / migration of essure device location of device: uterine fundus') in a (B)(6)-year-old female patient who had essure (batch no. A38511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2010, (B)(6) 2013), back pain, fall, leg injury, abdominal pain, anxiety, discomfort, nausea, cesarean section, non-tobacco user, arthritis, panic attack, degenerative disc disease and tubal ligation. Patient denies having any vaginal bleeding or abdominal pain at this time. Previously administered products included for contraception: mirena from 2010 to 2012; for an unreported indication: macrobid and sulfa. Past adverse reactions to the above products included diarrhoea with macrobid; and swelling with sulfa. Concurrent conditions included overweight, retroverted uterus, breast pain, caffeine consumption, blood pressure increased, breast mass, hemiparesthesia, weakness, palpitations, tachycardia, chest burning, dysuria, urticaria, uti, lower abdominal pain, productive cough, fever, shortness of breath, drug hypersensitivity, tobacco user, arthropathy, myalgia, congestion nasal, neck pain, coldness of skin, dizziness, tingling, diarrhea, joint pain, cervical spondylosis, breast tenderness, vomiting, blurred vision, closed head injury, syncope, runny nose, dehydration, ex-tobacco user, gastritis, gastroduodenitis, urine odour abnormal, tooth pain, vaginal delivery, flank pain, chills, sciatica, heartburn, nabothian cyst, weight loss, menometrorrhagia, uterine bleeding, vaginal itching and urinary frequency. Family history included breast cancer (mother), multiple sclerosis (sister, father), diabetes mellitus (father), cervical cancer (mother), deep vein thrombosis (mother), coronary artery disease (father), hypertension (father) and lung cancer (paternal grandfather). Concomitant products included alprazolam (xanax) for anxiety, hydrochlorothiazide and lisinopril for blood pressure increased, ciprofloxacin betaine (cipro) for uti, vitamins nos (macro-b) for urinary tract infection as well as alprazolam from 2015 to 2018, codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norgestimate (sprintec), famotidine, ibuprofen, omeprazole (prilosec), prednisone and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced malaise ("malaise"), mood swings ("mood swings"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") with rash. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection"), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dermatitis ("dermatitis"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain (constant, severe)"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal infection ("vaginitis"). Essure treatment was not changed. At the time of the report, the device expulsion, abdominal pain, malaise, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, dermatitis, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nausea, back pain, uterine haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dermatitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, malaise, menorrhagia, migraine, mood swings, nausea, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish as a result of these coils. Current weight: (B)(6) lbs. Mr- 6 trailing coils on both side. Discrepancy noted in date(s) of insertion: (B)(6) 2013. Vaginal discharge was not due to vaginitis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: results: confirmed displaced left essure device. On (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed appropriate placement of the essure coil on the right fallopian tube. The test also confirmed that the placement of the essure coil on the left fallopian tube appeared to be partially within the left fallopian tube and partially outside the left fallopian tube/ unilateral occlusion (right tube occluded) on (B)(6) 2015, plaintiff had a hysterosalpingogram (hsg) test that confirmed there was opacification of the left fallopian tube beyond the essure device. (B)(6) 2012 : transvaginal pelvic sonogram : impression 1. Viable intrauterine pregnancy with an approximate gestational age of (B)(6). (B)(6) 2015 : computed tomography of the abdomen and pelvis with contrast : impression: right corpus luteal cyst. (B)(6) 2015 : computed tomography of the abdomen and pelvis without contrast : impression : no acute abdominal or pelvic pathology. The left fallopian tube essure wire may not be within the fallopian tube. Distended urinary bladder. Umbilical hernia containing only fat. Negative appendix. 6. Minimal spondylosis. (B)(6) 2015 : endovaginal pelvic ultrasound : impression: small echogenic structure in th0 endometrial canal is of uncertain etiology. Nabothian cyst with a complex partially cystic mass in the cervix. Rule out an adenoma malignum versus a complex nabothian cyst. Hysterosalpingogram : findings: initial scout radiograph demonstrates bilateral essure devices projecting over the expected locations of the fallopian tubes. Endocervical canal: the endocervical canal is normal in appearance. Uterus: the uterus is anteverted. There is irregularity of the lower uterine segment likely related to patient's history of cesarean sections. A triangular-shaped outpouching of the posterior uterine body oriented cranially is of unclear etiology. Fallopian tubes: there is occlusion of the right fallopian tube with appropriate positioning of the right essure device. There is opacification of the left fallopian tube beyond the essure device with rapid peritoneal spillage. The left fallopian tube is normal in morphology. Impression: patent left fallopian tube. (B)(6) 2017 : lumbar spine, seven views : impression: mild ls-s1 disc height with minimal multilevel endplate spurring but no fracture, subluxation, or foraminal compromise. (B)(6) 2017 : thoracic spine, three views : impression: minimal anterior endplate spurring through the mid thoracic spine without significant disc height loss. No fracture or subluxation. (B)(6) 2017 : pelvic us : impression the uterus is retroflexed. A left metallic coil can be seen in the uterine fundus. The right is in a more typical and peripheral location. The exact position of the coils relative to the fallopian tubes would be better evaluated by hysterosalpingogram. The left ovary is sonographically unremarkable. The right is not seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage(confirming increased vaginal bleeding), menorrhagia (confirming heavy menses), dyspareunia(confirming dyspareunia), headaches(confirming headache) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events added: abnormal uterine bleeding and vaginitis a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.